Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer's current blood glucose value was 330 mg/dl. Customer stated that calibration was not accepted and been having high. The customer stated that the symptoms related to high blood glucose such as vomiting and diabetic ketoacidosis. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.